Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's ra lead revealed over-sensing and extra cardiac stimulation, along with insulation damage and lead fracture. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.